Event description:
The pt reportedly underwent surgery for swelling and infection around the implant site. The surgeon decided to remove the device. Once the infection has healed, the pt will be reimplanted with another clarion device. Reimplant surgery is scheduled for sept 2003.